Manufacturer narrative:
A lumenis service engineer visited the site on the same day examined the system and confirmed the reported issue. The engineer replaced the servo mirror motor, checked optical alignment and performed preventive maintenance. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 20-oct-2020 and installed at the customers site on (B)(6) 2020. A two year historical review of similar complaints revealed that the same malfunction of error 87 has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #(B)(4); optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case a backup laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Gso expert determined the root cause to be the servo motor, it is not a common issue with this system. As a result, no further corrective actions are necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a holep procedure in which a lumenis pulse 120h laser was being utilized, the system stopped working. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.